Manufacturer narrative:
A review of the scans used during the reported event found that the inaccuracy during navigation was due site not following scan protocol. A new scan to protocol was taken and the issue was resolved.

Event description:
A site rep reported that the surgeon could not get a successful tracer registration while in an ent procedure. The site rep stated that the 2d and 3d images all looked correct. The medtronic rep walked the site rep through a pointmerge registration and it passed with an accuracy value of 4.8, however, in navigate the site rep said that the head was oriented incorrectly and that the surgeon was inaccurate on the images. The site rep reported that the images originally loaded up with the 3d model tilted back, like it was "laying down." The surgeon opted to discontinue the use of the stealthstation to complete the surgery. There was no impact on the pt outcome.